Event description:
It was reported that 1 bd flu+¿ syringe each from lots 2008410, 2008411, and 2008417 had black specks of foreign matter found in them. The following information was provided by the initial reporter: "syringe delivered to surgery as per covid vaccine roll out for astra zenica oxford vacine. Various syringes found with black specs inside body of syringe. Not all syringes though, rest of stock was used up."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot numbers 2008410, 2008411, and 2008417. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, it was concluded that the reported issue could be related to embedded contamination within the syringe plunger/barrel. However, without the physical sample, it is not possible to do a complete investigation. Embedded particles could be produced within the molding machinery due to the high working temperatures. If the gases are not expelled properly during the molding process, burnt pieces can be produced within the molding components. This is a cosmetic defect with no risk to the health of the patient as the particle is embedded without the possibility of detachment.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2008410. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-08-03. Medical device lot #: 2008411. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-08-10. Medical device lot #: 2008417. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-08-11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd flu+¿ syringe each from lots 2008410, 2008411, and 2008417 had black specks of foreign matter found in them. The following information was provided by the initial reporter: "syringe delivered to surgery as per covid vaccine roll out for astra zenica oxford vacine. Various syringes found with black specs inside body of syringe. Not all syringes though, rest of stock was used up."